Event description:
A data error alert was reported after the pump was shipped. There was no reported adverse impact on customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.